Manufacturer narrative:
It was reported from a literature review that the patient had mild instability of the knee joint. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. For treatment, a brace protection was given for 3 months and the stability of knee joint returned to normal on the 3-month follow-up. Some potential causes could include but are not limited to patient conditions or patient medical history. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
"Total knee arthroplasty combined with individualized soft tissue balance technique for valgus knee deformity: an analysis of 32 cases". Author: wang bai-sheng, zhang jing-dong, han wen-feng, liu xin-wei, wang ning, liu hai-li, li ru-zhen. In this study there were 32 cases (35 knees) involved, 5 patients bearing post stable prosthesis (legion). It was reported that 1 case (1 knee) patient suffered mild instability of the knee joint. Knee brace protection were given for 3 months, after 3 months of follow-up the stability of knee joint returned to normal.